Event description:
Endo gia universal stapler used for laparoscopic appendectomy but did not "fire" when the surgeon tried to use it to staple and cut above the appendix. Stapler and staple insert sequestered. Another stapler added to sterile field to complete the procedure.